Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged scars on lungs. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged scars on lungs. On the previously submitted report section b1, h1 had incorrect information. Section b1 should have been selected as adverse event also and h1 as serious injury. Section b1, b2, h1 and h6 were updated/corrected in this report. The previous report should have been submitted as adverse event which has been corrected in this report.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging scars on lungs related to a CPAP device's sound abatement foam. The reported event of scars on lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.